Manufacturer narrative:
An alarm issue was reported with the adc device in use with phone (samsung, android os: 11). Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. High glucose alarm did not go off. Extended investigation was performed and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with phone (samsung, android os: 11) application. The customer reported that the low glucose alarms failed to sound when the customer became hypoglycemic (reading of 60 mg/dl), with symptoms of dizzy, shaking, and sweating. The customer was treated with sugar-water by relative. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported an alarm issue with the adc device, with use with phone (samsung, android os: 11) application. The customer reported that the low glucose alarms failed to sound when the customer became hypoglycemic (reading of 60 mg/dl), with symptoms of dizzy, shaking, and sweating. The customer was treated with sugar-water by relative. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.